Manufacturer narrative:
The customer's prod has been returned, and an investigation is in process. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the letter.

Event description:
The customer reported, he discovered the date and time was set incorrectly. The customer also reports using the p link software, and this is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.